Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2022. The cgm was displaying ¿new sensor¿ and stopped providing cgm readings. The patient did not experience any symptoms and the patient´s husband treated the patient with ¿lollies¿ (sugar) at 4:00 am as he thought that her blood sugar might be low. There was no blood glucose taken at that time of the event. At 7:00 am the patient started to feel hypoglycemic symptoms (so specific symptoms were mentioned) and the blood glucose reading was 1.8 mmol/l. The patient consumed half banana bread and a cup of coffee. It was reported that the patient was not able to self- treat because of her hypoglycemic symptoms and required her husband´s assistance to be treated. At 8:58 am the blood glucose reading was 8.7 mmol/l and the patient recovered and was stable. A review of performance data shows that the patient started a new sensor session at 9:05 pm on (B)(6) 2022 after her previous session had completed its intended duration. The patient received her first estimated glucose value (egv) after the warm-up phase was complete at 11:06 pm with a value of 4.7 mmol/l. At 11:10 pm, the warm-up phase restarted as the patient had attempted to start a sensor session on her insulin pump after having already started it on the app. The patient did not receive any estimated glucose values thereafter. The patient then received a visual restart detection alert at 11:47 pm followed by a second restart detection alert at half volume at 11:52 pm. The patient then once again tried to restart the warm-up phase on her insulin pump at 11:55 pm. The patient received a visual restart detection alert at 12:32 am on (B)(6) 2022 followed by a second restart detection alert at half volume at 12:37 am, which was acknowledged immediately. The patient then tried one more time to restart the sensor session at 3:36 am. A new sensor session was eventually successfully restarted later that day at 9:16 am. The reported complaint was confirmed. The probable cause was determined to be patient misuse as the patient had tried to start a sensor session on a different display device after having already started the session on the g6 app. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6).